Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6). During the procedure it was found that the suture holes on the ipg were broken. The ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.